Event description:
Customer reportedly received the following results on the advantage system within 10 mins: 419 mg/dl, hi (greater than 600 mg/dl), 150 mg/dl, and 194 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.